Event description:
Report received of a patient's blood pressure increasing while the device was in use. The pump was programmed to deliver an unspecified concentration of dopamine at 0.3ml/hour on the primary line via an umbilical venous catheter (uvc). According to the customer contact, when the volume to be infused (vtbi) on the primary line was complete, the pump switched to an unknown kvo rate. The staff thought that the kvo rate on the pump was possibly 1ml/hour. When the primary line vtbi was complete and the rate changed to the kvo rate, the patient's blood pressure reportedly increased into the 60's systolic from a baseline normal systolic blood pressure of 20-30mmhg. The dopamine was stopped. According to the customer contact, when a patient's blood pressure increases to this level, their concern is the potential that the patient may experience an intracranial bleed. There was no report of any adverse effect to the patient. No medical interventions were required. It was reported that the patient's blood pressure "eventually returned to baseline" after an unspecified length of time.